Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the torque device caused damage to multiple locations on the wire¿s hydrophilic coating. The procedure was continued with another device, and there were no injuries or additional procedures reported. It was further confirmed that the coating was damaged.